Manufacturer narrative:
(B)(4). Batch # m90p56. Additional information was requested and the following was obtained: did the device pass the pre-run test? Had the device been working and then stopped? Was there a message displayed on the generator? Unfortunately the customer is unable to say if there was a message displayed on the generator and if the device has passed the pre-run test. But he said that the handpiece did not work at all, not even for a moment. The handpiece was received disassembled with the nose cone and the isolator not returned. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The internal wires were disconnected and the moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the detached of the nose cone." It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the hand piece did not work. The case was completed with another device. No patient consequence.